Event description:
The customer contacted physio-control to report that their device would not power off. The issue was found during the daily inspection of the device. There was no patient use associated with the reported device failure. Upon evaluation of the device, physio-control observed that the device would not power on.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button is worn. The right side of the on button was still functional.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.